Manufacturer narrative:
Further investigation could not determine a specific root cause. Most likely the issue was due to a sample specific issue or a pipetting issue due to the sample tube not correctly set in the rack. Follow up with the customer confirmed the issue did not recur.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys ft4 assay and elecsys tsh assay results for one patient sample. The initial ft4 result was 3.55 pmol/l and the repeat result was 19.7 pmol/l. The initial tsh result was 0.046 mu/l and the repeat result was 1.66 mu/l. The sample was then tested on another cobas analyzer and the ft4 result was 20.49 pmol/l and tsh result was 1.61 mu/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The customer noted the serum indices had "zero results" on the initial testing. Review of the provided qc data did not indicate any issues.